Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses and frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from the peritonitis event. Further information was provided by the nurse. The patient was treated with ancef, ip, and fortaz, ip, dosage unknown. The patient was recovering and pd therapy was ongoing. The cause was related to "touch contamination" and the patient was retrained.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, described as touch contamination; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate in relation to the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.